Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 year after the dental implant was installed in intraoral region #15, and 5 months after prosthesis installation, it was verified its loss of osseointegration. Thirty-two ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type IV and bone graft was executed.